Event description:
It was reported that the customer experienced a blood glucose (bg) level over 600 mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline, drinking water and changing pump supplies. Reportedly, the customer was released on 4/20/25 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.